Event description:
There are a series patients with adverse events were described in the article: "a systematic review of interventions used to treat catatonic symptoms in people with autistic spectrum disorders" by hannah dejong, penny bunton, and dougal j. Hare in journal. (Highlighted are 8 separate events). The "electroconvulsive therapy ect interventions" table 1 describes adolescents experiencing adverse events of withdrawal, retinal detachment, reoccurrence of symptoms after discontinuation (which included episodic excitement, recurrence of symptoms, and relapse within several days). Also described is unsuccessful tapering of ect that included delirium, recurrence of symptoms, "increase in depression, catatonia, self-injury and aggression when ect frequency reduced," and "attempts to reduce ect were unsuccessful." The author described the mecta spectrum q, and mecta 4000 q devices used and the adverse event observed in these patients ages 16 - 19. The author noted "the majority of studies made no reference to any adverse effects of treatment. This is surprising, given the extensive literature that exists regarding reported side effects of ect..." Author described prolonged seizure in zaw et al (1999). Zaw 1999 article called "catatonia, autism, and ect" described "ect was given using a thymatron dgx constant current (0.9 a), brief pulse machine... At the first ect session the seizure threshold was calculated at between 25 mc to 50 mc, using a dose titration method. The initial seizure was terminated at 192 seconds with intravenous diazepam 10 mg." No feedback was made on cognitive or memory effects after the prolonged seizure.